Manufacturer narrative:
The reported field event of backup vvi was confirmed by analysis. The reset could not be reproduced in the laboratory and the cause of the field event remains undetermined. The reported field event of setscrew anomaly was confirmed. The right ventricular setscrew was found to be fully stripped from the lead bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient presented to the emergency room due to device shocks. Device interrogation revealed inappropriate shock and backup mode of the implantable cardioverter defibrillator (ICD). The ICD was restored back to normal. After the system reset, it was noted that the atrial lead had decreased sensing and loss of capture and the right ventricular (rv) lead had high capture threshold, low sensing amplitude, and oversensing qrs wave resulting in inappropriate shock. Chest x-ray was performed and revealed that both the atrial and rv leads were dislodged. On (B)(6) 2025, the physician elected to do a lead revision. The atrial and rv leads were successfully repositioned. During the revision it was noted that set screw of the ICD header was unable to be tightened. The physician elected to explant and replace the ICD. The patient was stable before, during, and after the procedure.